Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. They were unable to confirm the motion sensor test failure alarms, check setting alarms or unexpected motor position encoder error alarms due to the motor error alarm. The pump had cracked reservoir tube lip. They were unable to perform the displacement test due to the motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm and motion sensor test failure alarm. The blood glucose at the time of the incident was 222 mg/dl. The customer was trying to fill the tubing when the alarm occurred. The drive support disk was normal and the pump was not exposed to high magnetic field. The following were in the alarm history: motor error, motor position encoder error alarm, motion sensor test failure alarm and check settings alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.